Event description:
The international distributor reported the ventilator was running on backup battery power and alarming low battery. The ventilator was in use on a pt, and there was no pt harm reported. The distributor's service engineer tested the device and reported the ventilator could not be powered on either via ac or backup battery power. The backup battery was reported to be depleted at that time. The service engineer reported evaluation of the power supply found a blown fuse and heat related damage to the snubber pcb. The service engineer replaced the power supply to correct the problem.

Manufacturer narrative:
Na